Manufacturer narrative:
H3: neither samples nor pictures were received for analysis. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the cadd extension set triggered occlusion alarms while the system was fully open and ready to be purged. During use, occlusion alarms occurred without apparent cause, as the venous line was permeable and the entire tubing system was open. This issue occurred only when using the drug veletri. There was patient involvement with no human harm.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.